Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. The troubleshooting did not completed for high blood glucose level. The insulin pump was not returned for analysis.